Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge-shaped cut procedure, while being applied at the pulmonary parenchyma, the staplers with the reloads were unable to fire, and the surgeon was unable to squeeze the handle but he was able to press the green button. They changed the reload then the staplers can normally fire. The patient was unharmed.